Event description:
It was reported that the atrial lead exhibited undersensing. The lead was capped and replaced. The replacement lead exhibited similar undersensing issues when connected to the pulse generator. A connector issue on the pulse generator was suspected, and the device was also explanted and replaced.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.